Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient cannot turn stimulation off. The patient turned stimulation down to zero and turned ins off, but the patient still felt the stimulation. The stimulation was not painful, but she did not want it on. The patient only uses stimulation when she lies down so having it on all the time is inconvenient. The stimulation being felt despite turning it off started (B)(6) 2016 (since tuesday). Additional information has been requested regarding the cause and actions/interventions to resolve the issue and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Follow up information received from the patient reported that the patient met with the manufacturer's representative in (B)(6). Where the ins device was checked to make sure it was working properly. The representative then turned the device off and stated that in a few days it "would stop stimulating". The patient stated that it was still stimulating as of (B)(6) 2016. If additional information is received, the event will be updated.

Event description:
Additional information received from the patient confirmed that the ins would not turn off in (B)(6) 2015. Because the ins would not turn off, it depleted and the patient was in "horrific pain" pain for 2 months. A CT scan and myelogram were ordered by their physician to see what the problem was with the ins. It was noted the patient was going to go with another manufacturer's device. If additional information is received, a follow up report will be sent.

Event description:
Follow up information reported that the issue of still feeling the stimulation with the implantable neurostimulator (ins) device off had not resolved. It was noted that the device was still stimulating. The patient had met with the manufacturer's representative and was told to contact them if the issue still persisted. If additional information is received, a follow up report will be sent.